Manufacturer narrative:
Analysis of the 8780 catheter revealed miscellaneous testing catheter incomplete/returned in segments. Analysis of the 8784 catheter revealed catheter body damage to transition tube.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal hydromorphone 10 mg/ml at .06 mg/day, bupivacaine 10 mg/ml at .06 mg/ml, and fentanyl 250 mcg/ml (they thought). The indications for use were non-malignant pain and chronic low back pain. The implanting hcp stated that the managing hcp stated there were increasing volumes over a long period of time at refills. The implanting hcp stated there was a (B)(6) study, and they were unable to clear the catheter. The patient was sent for an MRI to verify the existing catheter was in the thecal sac, and it was (in the thecal sac). A (B)(6) study was done and found to be normal. The patient's family stated that the patient's doses had been decreased every monday over a period of time. The telemetry at the time of explanation showed the pump to be at minimum rate. It was not known why they did this, as the patient never described any problems with therapy. The complete system was replaced. The distal portion of "pump" was left in the dwelling and tied off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.